Event description:
A surgeon reported that an intraocular lens (iol) he implanted had a haptic stuck to the optic. After waiting one week to see if the issue would resolve spontaneously, the lens was exchanged with the same model. The surgeon reports that the pt has a good prognosis.

Manufacturer narrative:
The product was returned for analysis. The optic was torn/split/cracked into three pieces and the haptics were not stuck to the optic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested 06/15/2007 by mail and fax. Add'l info was received 06/21/2007 by mail.